Manufacturer narrative:
The lead remains implanted with the new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, it was discovered that all the leads were strongly bent due to the patient's fractured collar bone. The competitive right ventricular (rv) lead exhibited increased pacing impedance and threshold measurements. This boston scientific left ventricular (lv) lead also exhibited increased pacing impedance and threshold measurements in the lv-tip to lv-ring pacing configuration. The pacing configuration was changed to lv-ring to rv, and this produced lead measurements that were within normal range. The device and competitive rv lead were explanted and replaced, and this lv lead remained implanted. At the device check one week later, the lv lead exhibited normal measurements in the lv-ring to rv configuration, but the pacing impedance was greater than 2,000 ohms in the lv-tip to lv-ring configuration. Additionally, noise was now observed on the new rv lead, resulting in inappropriate anti-tachycardia pacing (atp) therapy. No noise was observed on the lv lead. No adverse patient effects were reported.